Event description:
It was reported that a vf episode was incorrectly recorded due to noise. Low pacing lead impedance and an insulation anomaly were also noted. Lead was capped and replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 26.0cm was returned for analysis. External insulation abrasion was noted at 17.0-18.0cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.